Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient has known allergies to latex and codeine.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history.(B)(4)

Event description:
It was further reported that in (B)(6) 2011 the patient had cervical and inguinal llymphadenopathy and a soar throat prior to symptoms.

Event description:
(B)(4). Same case as MFR report #: 2134265-2011-00417. Same patient as MFR report #: 6000093-2006-02396, 6000093-2006-02397. It was reported that following a stenting treatment procedure, the patient presented an allergic reaction. The index procedure treated two target lesions. The 1st lesion was a 75% stenosed, 2.75x18mm target lesion located in the distal left anterior descending (lad) artery. Treatment utilized a direct stent technique and placed a 2.75x20mm taxus liberte study stent resulting in 9% residual stenosis. The 2nd lesion was a 75% stenosed, 3.0x6mm target lesion located in the mid lad. Treatment utilized a direct stent technique and placed a 3.0x8mm taxus liberte study stent resulting in 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient experienced angina pectoris. Angiography revealed a 70% in-stent restenosis in the mid lad with timi 2 flow. The same day the lesion was treated with balloon angioplasty and placed a 2.75x15mm promus stent resulting in 9% residual stenosis and timi 3 flow. The event resolved without residual effects and the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was hospitalized with an allergic reaction with symptoms of rash, fever, itching, hives, swelling in one of his ankles and swollen lymph nodes in neck and groin. The patient was treated with a steroid dose pack and was discharged 5 days later. Per the physician, the allergic reaction event was listed as "related" to the study stents.